Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose. The blood glucose reading at the time of the event is not known. The patient treated with sugar intake. The current blood glucose level is 438 mg/dl. No further information was provided.